Event description:
It was reported that the adenoid tip separated from the finger grip as the user was changing tips.

Manufacturer narrative:
Visual inspection of the device confirmed that the bendable tube of the adenoid tip assembly loose. The transition of the bendable tube and the finger grip did not have sufficient adhesive application, which resulted in the bendable tube came loose during the tip exchange. The tonsil tip was not designed to be inserted into the finger grip of the adenoid tip and resulted in not fitting the tonsil tip due to the adenoid tip failure. Inspection of the lot history record for plasmablade tna did not note any issues during mfg of this lot. This lot was checked for the button intermittent failure noted on the plasmablade family of devices as a preventive action. This was the first reported complaint for this failure mode. The failure noted for this complaint file was a separate issue than the button failure. Medtronic advanced energy will continue to monitor for further reoccurrences.